Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Latest preventive maintenance performed and system met specifications as per sir (service installation record). The review of logfile for the day of treatment shows all laser system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows thirteen successfully performed treatments. The reported treatment could not be identified in the log file (no treatment report). In all thirteen treatments performed that day, there are no abnormalities. Six treatments were performed that day on the right eyes of different patients. All treatments of the patient´s right eyes (od) were finished successfully without any issue. No deviations between planed and performed energy is detectable for these six treatments. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined conclusively as user handling, not assuring a stable suction throughout the procedure, especially since suction was visibly not ensured anymore around the edges. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported suction issue (break around the edges) and the flap was pretty rough (irregular) in the patient right eye of a patient, during laser application, during lasik surgery.